Event description:
It was reported that on (B)(6) 2022, a 6mm amplatzer vascular plug ii was chosen for implant using a non-abbott delivery system. The device was sized using angiogram measurements that were taken. During procedure, the plug was implanted into the patent ductus arteriosus (pda). Once the device was released, the proximal portion of the device shifted to the main pulmonary artery causing an obstruction of flow. The device was attempted to be retrieved, but it was not able to be retrieved in the catheterization laboratory. The patient was referred to surgery for removal of the device and closure of the pda. The patient remained hemodynamically stable throughout the event. The patient status was reported to be stable. The cause of the migration was unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of an amplatzer vascular plug ii being used off-label to close a patent ductus arteriosus and the device migrating to block the pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The use of the device in a position not recommended in the instructions for use could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established.